Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 01february2021 it was reported to anika that during an injection the monovisc syringe broke a the handle. The specific location on the syringe was not reported. There was no negative patient impact reported. There was no delay in the procedure the device was discarded. The lot number was not provided.

Manufacturer narrative:
The reported event was not confirmed. The cause of the reported event could not be established. The lot number was not provided. The batch record was not reviewed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.